Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history (lot): manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: dec 17, 2019. Part number: 04.614.508, ti locking screw. Lot number: 28p9024 (non-sterile). Lot quantity: 250. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073160 met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated nov 27, 2019 was reviewed and determined to be conforming. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 21022, tialnbri8.00, lot number: 5345326, lot quantity: 1,076 lbs. Product traveler met all inspection acceptance criteria. Raw material inspection sheet met all inspection acceptance criteria. Certified test report supplied by perryman company dated sep 18, 2006 and inspection certificate supplied to perryman by vsmpo dated apr 17, 2006 were reviewed and determined to be conforming. Raw material receiving / putaway checklist met all inspection acceptance criteria. DHR reviewed: dec 21, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: according to the information received a posterior cervical spinal fusion was performed at c2-t1. Screws were deployed at c2, c3, c5, c7 and t1. Next, parallel connectors and top notch connectors were placed between t3-t7. Post-operative it was found by imaging that three set screws, which were placed at c2 (right and left) and c3 (right), had come off. Three locking screws were returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and functional test of the returned devices. The visual inspection revealed normal signs of use on all three locking screws. This wear is consistent with the device¿s use (implantation and explantation); no other issues were identified with the returned devices. Since the pedicle screw used in surgery is not available for investigation a functional test was performed with one of our own pedicle screws (04.614.112 lot: 7328493 to determine if the locking screws would work as required. No malfunction or failure were observed. Dimensions were checked and found to comply with the specifications. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the locking screws were returned without detectable damage and no pictures / x-rays were provided. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: 17-dec-2019. Part number: 04.614.508, ti locking screw. Lot number: 28p9024 (non-sterile). Component part(s) reviewed: part number: 21022, tialnbri8.00. Lot number: 5345326. Device history batch: null. Device history review: 22-dec-2020: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a posterior cervical spinal fusion was performed at c2-t1. Screws were deployed at c2, c3, c5, c7 and t1. Next, parallel connectors and top notch connectors were placed between t3-t7. On (B)(6) 2020 it was found by imaging that three setscrews, which were placed at c2 (right and left) and c3 (right), had come off. The patient was hospitalized without numbness, but he had suffered from some restriction of movement in some parts of his body. On (B)(6) 2020 he was scheduled to undergo a revision procedure to extend the fusion from c2 to the occipital bone. The surgeon commented as follows: he did not have the screws cross-threaded or did not forget final screw fixation during the primary procedure. The patient weighing (B)(6) kgs might have become active more than supposed to, which put much load to the setscrews in question. He evaluated the adverse effect as mild to moderate. No further information is available. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity unknown). Unknown parallel connectors (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti locking screw - sterile. This is report 3 of 3 for (B)(4).